Event description:
Customer reported that a patient presented to the hospital complaining of abdominal pain and a foul vaginal discharge five days following a c-section. The patient underwent a surgical site incision and drainage and was prescribed antibiotics. The patient is currently undergoing wound care and is reported as recovering. The reporting infection control nurse opines based upon the culture results that the infection is related to a "micronick" of the bowel during the initial c-section procedure.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.